Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains; unable to determine. Source: phone.

Event description:
Discordant positive results obtained during an evaluation study. The sofia sars result was positive when compared to pcr. The patient was asymptomatic (off-label use at the time) and tested based off exposure 3-4 days prior.